Manufacturer narrative:
The physical device was not received for investigation. Cloud data from the user for the day of 21jan2026 was downloaded and reviewed. Review of the patient history buffer (phb) data showed that the pod was receiving updated estimated glucose values regularly from the sensor and adjusting insulin delivery based on those values. No instances of extended periods of 134 mg/dl were observed in the phb data. The phb data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. It could not be conclusively determined if the paired sensor was correctly reading the user's glucose levels or if the sensor was correctly transmitting the information to the pod, though it could be determined that the system responded correctly to the sensor values received. It also could not be determined if the dexcom and omnipod 5 apps were displaying the sensor values correctly from the available data. The exact cause of the reported event could not be determined. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.6. Cloud - operating system n5004l-am-q-mv01602-06-01.06. Cloud - hardware n5004l. Cloud - cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the omnipod app and dexcom continuous glucose monitor were displaying conflicting blood glucose results. The patient stated he began feeling tired, confused, and became unconscious. He woke up 2-3 hours later and looked at his omnipod app and it displayed a blood glucose of 134 mg/dl while his dexcom app showed a blood glucose of 355 mg/dl. He restarted his android phone and then the omnipod app still read the blood glucose as 134 mg/dl. He did a fingerstick blood glucose, which was around 300 mg/dl. He manually entered this fingerstick blood glucose reading into the omnipod app to receive insulin. The patient was feeling ok at the time of the report.